Event description:
As reported via implant patient registry, 3 days post aortic tavr procedure, the patient underwent explant of their 29mm sapien 3 valve. The valve was replaced with an edwards surgical valve. As per follow-up with the field clinical specialist, the patient had a severely calcified bicuspid aortic valve with severe stenosis amongst other health issues. The tavr team implanted a 29mm s3 urgently on a friday evening. Post-implantation, the patient's blood pressure dropped. They stabilized the patient with ECMO. The patient was then transferred to a sister hospital. The team at the sister hospital noted on echo that there was an annular hematoma, and the decision was made to operate and remove/repair the aortic valve. The patient underwent a savr, and the tavr valve was removed, and replaced with an edwards surgical valve.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. A procedural or post procedural bleed/ hemorrhage without an obvious source of bleeding is a rare but potentially life-threatening complication of coronary/cardiac interventional proceduresand tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. Edwards extensively trains physicians before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. In this case, there was no allegation or indication that a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient and procedural factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : not returned.